Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-06, information was received from a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump for malignant pain. It was reported the patient's pump was determined to be flipped on the date of this call. The caller was not aware of what caused the pump flipping. X-rays were taken to confirm the pump was flipping. The caller stated the pocket would be revised, but they did not have a scheduled date for that, yet. No symptoms or patient complications were reported.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician h6. Device code: c62862 is also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 5 mg/ml and morphine 30 mg/ml in minimum rate via an implanted pump. It was reported the event/difficulty occurred on (B)(6) during a procedure. The pump was flipped and tacked down in the pocket. Regarding environmental/external/patient factors that may have led or contributed to the issue included the patient had some falls and lost weight so the pocket may have been stretched. It was further reported the pump was revised and flipped over to the correct side. The pump was also refilled with hydromorphone 3.0 mg/ml and bupivacaine 5 mg/ml. The pump previously had morphine 30 mg/ml and bupivacaine. The pump was disconnected, and 2 single boluses occurred. We thought that we had cleared the internal tubing, but we didn¿t calculate enough so there was some left over morphine in the catheter. The doctor was aware and spoke to the patient about the issue and talked to the patient about the symptoms to watch for and seek medical attention if things changed. The issue being reported was ¿drug change and can experience potential overdose symptoms.¿ it was further reported the pump was flipped and physician flipped the pump over and also changed the drug for refill. The catheter was aspirated successfully. The pump was put on the back table. A roller study was performed because the physician asked to verify that pump was working. After that, two single boluses were performed. One for the internal tubing of 0.080 ml and the second was for the catheter access port (cap) chamber of 0.060 ml. The catheter was connected to the pump and then the catheter was aspirated. After the case ended, the rep spoke to the physician about the calculations and we spoke about the potential that the patient could receive 2.6 mg of morphine over the next 20 hours. The rep spoke to the physician about keeping the patient overnight. He said he spoke to the patient and sherefused to stay overnight in the hospital. It was noted the patient may receive this amount of morphine over the next 20 hours and he said he was aware of that and was comfortable with the patient going home. The physician instructed the patient to go to the emergency room if she experienced any symptoms of overdose. The patient¿s weight was unknown, but the rep would follow-up for more information. The patient¿s medical history included cancer, type not specified. It was reported the issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ no further complications were reported.